Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 and the lens tore. The surgeon removed, and replaced the lens with no pt injury.

Manufacturer narrative:
Evaluation results - a visual inspection of the returned product shows one haptic torn off into the optic and is missing. There is another tear in the optic near the other haptic. There is clear surgical residue on the lens. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.